Manufacturer narrative:
E1 - initial reporter phone. (Ext) #(B)(4). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was not infusing proper amount. The event occurred while in use with the patient. There was unknown patient injury was reported.

Manufacturer narrative:
A1-a6: patient info updated. D3: mfg establishment name updated. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. The device was delivering properly. There was no known cause of the reported issue, and no further action was taken.